Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to high pacing thresholds. Lead fracture or perforation was suspected. No further information is available.